Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, there was no problems while loading the units. The reload popped once inside the patient. It was retrieved. No adverse events have been reported.